Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to customer not charging the pump. Customer¿s blood glucose level rose to over 500 mg/dl due to pump turning off and customer reportedly being a ¿brittle diabetic¿. Reportedly, customer resumed insulin therapy.